Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor deployment, introducer needle broke and remained in patient's skin. Patient's father stated that he removed the needle from patient. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.